Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/1/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3: investigation summary: an empty labeled winding former and a detached needle were returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a needle of product code pdp304h was received for evaluation and the swage and attachment area were noted to be as expected, no marks by use of surgical instrument were noted. The suture was not received to determine the assignable cause and no functional tests could be performed. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to who the suture had been detached from the needle. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how was the procedure completed? =>no further information is available. What tissue was being approximated or sutured when the issue occurred? No further information is available. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain, no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2020 and suture was used. The suture was detached from the needle. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.